Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) reporting that during an unspecified procedure, when the surgeon was inserting the most proximal of the 2 distal guide wires, the guide wire became stuck in the jig. As the surgeon continued, wire debris was being produced. The surgeon tried to remove the wire but it had become lodged in the jig/drill template. The surgeon exchanged the 5mm jig for the 4mm. At the end of the case, the surgeon confirmed that the ulna was still in a good position. This is report # 1 of 2 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as lot number was provided and the device was not returned.